Event description:
It was reported that the patient presented with a subsided implant. Doctor proceeded to remove and then ream up in size to a new modular restoration constraint of 20mm stem.

Manufacturer narrative:
The root cause of this specific event could not be determined with the limited information provided. However, the event may be associated with under-sizing of the stem in this large male patient. The stem that was implanted in (B)(6) 2009 was diameter 14mm. The stem used at the revision procedure in (B)(6) 2012 was a diameter 20mm, which would be more indicative for a patient who is (B)(6). The review indicated that all reported devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint database indicates there have been no other reported events for the reported lot code or part number.